Manufacturer narrative:
Other relevant device(s) are: micra, model #:mc1avr1- delsys / expiration date: 14-mar-2023 / serial#:(B)(4) / UDI #:(B)(6) / device available for evaluation? No. / mfg date: 18-oct-2021 labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), once access was gained with the introducer, it was noted that the valve on the sheath became loose when the dilator was removed. The physician pushed it back into place and was used for duration of the procedure where leaking was noted throughout. During implant of the leadless ipg, there was three deployment attempts made due to poor electricals. When a new position was selected, contrast injection under fluoroscopy showed contrast in the pericardium. The leadless ipg was placed where good electrical parameters were noted. Echocardiogram was then done, where it showed that the right ventricular (rv) had a perforation, with pericardial effusion noted. Pericardiocentesis was performed with 300 mls of blood removed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.